Event description:
This rv lead was explanted and replaced due to high shock impedances and fracture. The ICD was explanted and replaced due to eos.

Manufacturer narrative:
On 8/5/18 - we were notified that this lead was capped, not explanted. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.